Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir compartment was broken and screen had several scratches. The customer's blood glucose was running from 450 mg/dl to 500 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked case at display window corners, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self -test, off no power test, error test, prime test, excessive no delivery test, displacement test and rewind test. We were unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip.